Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of below (400 mg/dl) the customer removed the pump and took a manual injection to stabilize bg level. The customer stated to have placed the infusion set site into her leg and doesn't do this often due to being lean. The customer changed the infusion set site location, however bg's were still elevated and the customer reverted to manual injections. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.